Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient's trial seemed to have gone well and the patient had constant stimulation sensation during the trial whereas with the ins they do not have constant stimulation sensation. The caller stated since the ins was implanted it had been a terrible experience. The caller stated the patient couldn't use the bathroom like they could with the external battery, caller said 'it was not working half as good as pre-implant' (trial). Patient did not have to use a catheter prior to implant and now they did have to use catheter. Agent asked if the ins was on and the caller believed so but could not verify without question. Caller stated the patient was currently sleeping but the caller did ask that agent walk caller through how to confirm if the ins was off or on. Caller connected to the patient's ins and it was confirmed to be on. Agent advised the caller not adjust stimulation with the patient sleeping but noted to caller that the patient should turn stim up to a point where they felt it and were comfortable. Caller states the patient was never given a date for post-op appointment. Caller will follow up with managing healthcare provider for post op follow up to discuss symptoms, programs, etc. Caller stated they were keeping a symptom log.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.